Event description:
It was reported the patient experienced inadequate stimulation. The physician assessed the event was due to high impedances cause by scar tissue that had formed around several of the lead contacts. Reprogramming attempts were unsuccessful, and the patient underwent an explant procedure to remove all implanted devices and will be implanted again at a later date. Patient was stable post-operatively.

Manufacturer narrative:
Based on all the available information, engineers concluded that the event of inadequate stimulation due to high impedances caused by scar tissue was confirmed with device analysis. Visual inspection of the sc-2366-50 serial: (B)(6) revealed the lead was cleanly cut in the middle portion and approximately 20 centimeters in length was not returned. Other than the clean cut, device analysis revealed no anomalies with the lead; however, scar tissue was found on the distal end of the lead. Per the device instructions for use (IFU) undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes is a known risk of being implanted with the device. Visual and x-ray inspection of the sc-2366-30 serial: (B)(6), sc-1110-02 serial: (B)(6), and sc-4316 lot: 15478273 revealed no anomalies.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 14914926. Product family: scs-ipg-r, upn: m365sc1110020, model: sc-1110-02, serial: (B)(4), batch: 15381175. Product family: scs-linear fixation, upn: m365sc43160, model: sc-4316, serial: na, batch: 15478273.

Event description:
It was reported the patient experienced inadequate stimulation. The physician assessed the event was due to high impedances cause by scar tissue that had formed around several of the lead contacts. Reprogramming attempts were unsuccessful, and the patient underwent an explant procedure to remove all implanted devices and will be implanted again at a later date. Patient was stable post-operatively.